Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned to the manufacturer.

Event description:
It was reported that the doctor attempted manipulation. Patient was tight in flexion. Chose to operatively loosen tendons. Removed liner and replaced with another liner.

Manufacturer narrative:
An event regarding lack of range of motion involving a triathlon insert was reported. The event was not confirmed. Device evaluation was not performed as the device was not provided for evaluation. Medical records evaluation was not performed as medical records were not provided for evaluation. Review of the device history records indicates the devices were manufactured and accepted into final stock with no reported discrepancies. Review of the complaint history records indicates there have been no other events for the lot referenced. Conclusions: no further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
It was reported that the doctor attempted manipulation. Patient was tight in flexion. Chose to operatively loosen tendons. Removed liner and replaced with another liner.